Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician inserted the turbo-flo hd hemodialysis catheter into the right femoral. The procedure seemed to go well, but the guide wire completely unraveled upon removal. There were no pieces left in the patient, and there were no reported serious injuries to the patient as a result of the product problem.